Manufacturer narrative:
Title: comparison between single-incision and multiple-incision laparoscopic surgery for totally extraperitoneal inguinal hernia repair. Source: minimally invasive therapy & allied technologies 2020, vol. 29, no. 5, 293298 published online: 06 jul 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2012 and 2016, postoperative to totally extraperitoneal laparoscopic inguinal hernia repair, one patient had a seroma that required reoperation to remove the seroma. Five patients had epididymo-orchitis and were treated with oral antibiotics.